Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs by a third party hcp showing dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00655.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to dislocation. The patient had fallen while skiing and the cup, head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.